Event description:
Nurse entered the room to see the cassette of the hospira tubing had a crack in it and chemo was dripping out the cassette. Nurse cleaned with gauze and discarded. New tubing was primed and chemo re-started.device #1is this a laboratory device or laboratory test?no.